Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #:(B)(4). 2.stockert 70 system: model #: m-5463-01, serial#:(B)(4). 3.coolflow pump: model #:m-5491-02, serial #: (B)(4). 4. Reprocessed stryker lasso. (B)(4).

Event description:
It was reported that after the ablation phase of an atrial fibrillation procedure using a smarttouch bidirectional catheter, the patient's blood pressure dropped. Echo confirmed pericardial effusion. A pericardiocentesis was performed and unknown amount of fluid was removed. The patient was reported in stable condition and the patient did not require any extended hospitalization. The physician stated that he was unsure what caused the injury and no product malfunction was reported. No additional information regarding the patient is available.